Manufacturer narrative:
Download data generated an alarm, rotational sensor minimum pulses between safety sensor trans, alarm. A rotational sensor malfunction was observed in the download data. The device was reset and successfully completed a 5u bolus. Rerun data showed no abnormalities and replicated no alarm. Inspection of the commutator cap found damage. The device is confirmed to have generated an alarm as a result of the observed rotational sensor malfunctions, but the exact cause of the rotational sensor malfunctions cannot be determined. The exposed portion of the soft cannula was observed to be kinked. The timing and cause of this damage cannot be determined. Fluid path testing found fluid able to flow through the complete fluid path with no issues. No leaks or blockages were observed during a leak test.

Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod less than 1 hour. The patient reported a hazard alarm when they woke up.